Event description:
The following has been reported: when turning on device, screen defaults to 'close line/install set.' Fk was made aware of the complaint initially, from the gcmw record, but the date that service determined that it was the air sensor makes it reportable as the defective air sensor could occur during an infusion and create a technical error that would stop an infusion (similar to a defective ds air sensor causing a fail stop state on the ivenix pump) when complaint was first received but with info that was not assessed as reportable - 21jan2026. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.